Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an abr procedure, when the shaft was inserted into the bone hole and one (1) q-fix knotless anchor was deployed, a pre-formed knot was observed situated toward the caudal end of the slit in the blue-white suture; however, upon proceeding with the relay maneuver, both the blue-white suture and the leading suture severed. The blue-white suture of the implanted anchor was then grasped with a grasper. The procedure was resumed, without any delay, using the same device, the suture was completed in the labrum. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual evaluation showed the device was not returned in original packaging. The insertion tube is bent and has multiple deep abrasions from a sharp instrument being in contact with it along the distal end. A partial transfer suture was returned with the finger loop fractured and the other end cut. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that packaging and storage requirements are specified, knot pull strength should be certified and each shipment must be accompanied by the manufacture's certificate of conformance. The root cause of the reported event could not be determined since findings cannot lead to a clear cause of the reported event. Factors that could have contributed to the reported event include (1) excessive force (2) misalignment of the implant and inserter handle (3) bending or twisting the insert handle during insertion. Based on this investigation, the need for corrective action is not indicated.